Manufacturer narrative:
Model number/catalog number: sc-1132, serial number: (B)(4), batch/lot number: 17530671, model/catalog description: precision spectra ipg kit. The explanted devices were not returned to bsn as they were kept by the medical facility.

Event description:
A report was received that the patient was experiencing inadequate stimulation due to high impedance. The patient underwent a revision procedure wherein the lead and ipg was replaced. The patient was doing well postoperatively.